Event description:
After successfully completing the pta procedure for dilatation of an av brachial fistula, the balloon tore circumferentially upon removal. The distal portion of the balloon was snared over the guidewire and removed from the patient. It was reported that an introducer sheath was not used for this procedure.